Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2015. Coronary angiography showed three vascular lesions. A 70-80% stenosis in the distal left anterior descending artery (lad) and a 70-90% stenosis in the proximal to mid lad. On (B)(6) 2015, three xience xpedition stents (2.75 x 38 mm, 3.0 x 33 mm, and 3.5 x 38 mm) were successfully implanted and the patient was discharged on (B)(6) 2015. At the 3 year follow-up, it was reported that the patient had sudden cardiac death at home on (B)(6) 2018. Per the physician, the event was possibly related to the device. No additional information was provided.